Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event wasidentified which occurred in the therapy initiated on 06 (B)(6) 2012 16:48:11. During night drain cycle five, the patient's ultrafiltration reading was 374ml, indicating the home patient (hp) drained 374ml more than their maximum programmed fill volume of 430ml. This information meets iipv criteria. No additional information is available.